Event description:
Customer reported the IV spike is too sharp and is piercing the wall of the bag when attached. Also went into nurse's hand. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)